Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6)was performed from the date of manufacture, 29-SEP-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer noticed the Pixie bus cable was loose and disconnected, reconnected and reseated all drawer cables, and had the customer reboot the station and open and close the matrix store. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary drawer failed to open, and troubleshooting did not resolve the issue. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.